Event description:
It was reported that the patient presented with left ventricular (lv) lead dislodgement as a result of a previous procedure to repair a mitral valve and to replace the aortic valve. The lv lead was explanted successfully on (B)(6) 2021. The left ventricular port of the patient's device was plugged. The patient was in stable condition after the procedure.